Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the mobile monitoring application associated with the implantable pulse generator (ipg) was not transmitting a signal to the heart physician. The patient expressed dissatisfaction with the information provided by the support agent and was transferred to an escalation queue for further assistance regarding the application, particularly in relation to travel. The patient management database confirmed that the remote monitor did not have any successful automatic transmissions since the date of the call. The ipg remains in use. No patient complications have been reported as a result of this event